Manufacturer narrative:
No procedure delays or cancellations were reported. A steris service technician arrived onsite to inspect the cart washer and found the hose from the heat exchanger to the spray arms required replacement. The hose had a tear in it located after the clamp subsequently causing water to leak. The technician made repairs to the washer, ran a test cycle and confirmed the washer to be operating properly.the 1227 cart washer was manufactured in 2013 and is serviced and maintained by the user facility.

Event description:
The user facility reported that water was leaking from their cart washer. No report of injury.